Manufacturer narrative:
This report is submitted on october 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with the device. Reprogramming attempts were made and multiple open circuits were identified; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and it is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
Analysis of the device has indicated device failure. This report is filed on january 08, 2019.